Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to try and address the issue; however, the issue persisted. The customer reverted to an alternate method in insulin therapy. Customer's blood glucose was 143 mg/dl.